Event description:
It was reported the pt had the scs sys removed and replaced with a competitor's sys sometime in 2010. The pt reported he was explanted because the sys would not turn on, and the issue was not resolved.

Manufacturer narrative:
Recall #: 1627487-07262012-002-r. This ipg serial number was included in a field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.